Event description:
Per the clinic, the patient was hospitalized (specific date not reported) for a duration of four days for drainage procedure due to patient experiencing oedema symptoms around the skin flap. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 21, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 21, 2024 was filed inadvertently. The drainage procedure was performed during initial implantation. This report is submitted on june 25, 2024.